Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed all leaflets were flexible except where host tissue and/or visible calcification extended on the inflow and outflow. Tissue deterioration due to visible calcification was observed on the left cusp approaching the left/non-coronary and left/right commissures. An abrasion/tear observed in the left cusp adjacent to the tissue deterioration may be associated with contact with the bias cloth along the outflow rail during leaflet movement. The right and non-coronary cusps appeared to be intact. The non-coronary cusp was open, while the right cusp was in the closed position with the free margin and lunula of the left cusp tissue on the same plane as the coaptive ridge. Tissue deterioration due to calcification was noted on the left/right and left/non-coronary commissures. The right/non-coronary commissure appeared to be intact. Glistening off-white pannus lined the inflow base stitching and approximately 5mm onto the left cusp, partially reducing the inflow orifice area. Remnants of pannus were observed along the sewing ring. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on all commissural areas. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Calcification and pannus were observed on the valve, which subsequently contributed to tissue and functional damage to the device. Calcification and pannus growth are inherent risks of bioprosthetic valve replacement and can be patient-related conditions. D9: device available for evaluation? Updated h3: device evaluated? Updated h4: device mfg date added h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 7 months post implant of this 27 mm aortic bioprosthetic valve, it was explanted and replaced with a non medtronic product. The reason for the replacement was not reported. No additional adverse patient effects were reported.